Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Subsequently, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. A new cartridge was loaded to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.